Event description:
The user reports that she stopped hearing with the device on (B)(6) 2021. She noted hearing a humming sound and then the processor would not give any sound. She took it off and tried again but never heard with her audio processor again. The user has been re-implanted. This refers to report 9710014-2021-00857. Please refer to this report for further information.